Event description:
It was reported the patient had previously had their lead replaced. It was noted that the reason for the replacement was unknown at the time of initial report. Additional information stated the patient¿s percutaneous lead was replaced with a 5-6-5 lead. Additional information received reported that the lead replacement occurred due to lead migration with the percutaneous leads. It was noted that everything was working well.

Manufacturer narrative:
Concomitant medical products: product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 3487a-33, lot# j0326851v, implanted: (B)(6) 2003, product type: lead. Product ID: 3550-09, lot# lb9235, implanted: (B)(6) 2004, product type: accessory. Product ID: 7495lz10, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: 3487a-33, lot# j0326851v, implanted: (B)(6) 2003, product type: lead. (B)(4).